Event description:
Filshie clips have caused tremendous pain in my abdomen and I've suffered from pain daily since having them placed in (B)(6) 2013. I wish I had never had the process done. Every single day is a struggle.